Event description:
Boston scientific received information that the patient with this device endured ventricular tachycardia (vt) and atrial fibrillation (af). Anti-tachycardia pacing (atp) accelerated the rhythm to ventricular fibrillation (vf) and a shock was delivered. As a result of the eight seconds for the atp to be delivered and reduction, the patient became syncopal and unresponsive. The patient ultimately fell, injuring himself. The shock converted the arrhythmia and the patient became conscious shortly after falling. Four days later the patient experienced another episode where atp accelerated the rhythm from vt to ventricular flutter. The device delivered a shock, which converted the rhythm successfully. For both episodes, the device recognized the rhythm and treated appropriately. The patient was brought into the clinic for further evaluation, however, the physician did not request device reprogramming at that time. No further complications were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.